Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the frame being broken at a weld. The returned left side frame had a rough, circular break around the weld where the lower portion of the back cane met the rear portion of the lower sidebar. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue of the frame being broken at a weld. The returned left side frame had a rough, circular break around the weld where the lower portion of the back cane met the rear portion of the lower sidebar. Provider states the rear left frame has broken at the weld.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states the rear left frame has broken at the weld.